Event description:
It was reported that the head end will not raise or lower. No adverse consequences alleged.

Manufacturer narrative:
Multiple attempts have been made to contact customer. No response has been obtained. If additional info is gathered, a follow-up report will be applied.